Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease, wear abrasion, yellow particles in the shell, and an opening on the anterior. Leak test and microscopic analysis were performed which identified a sharp opening on valve bond edge and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening." Additional, changed, and/or corrected data: a.2, b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.